Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be ¿a hole in the fill line.¿ the patient stated that they warmed the solution utilizing the microwave. On an unreported date, during an exchange, the patient noticed a hole on the fill line (not further specified) and continued with the exchange. The patient stated they did not remember where the hole was or which product was involved. The patient did not call the dialysis facility after the occurrence, and they continued their regular routine. Subsequently, on an unreported date, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and loss of appetite. The patient was not hospitalized for the event. On unreported dates, the patient was treated for the peritonitis with acyclovir (2 grams, ip-intraperitoneally, frequency not reported). On unreported dates, the patient was again treated with acyclovir (60 mg, ip, frequency not reported). On an unreported date, the patient recovered from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported product is an unknown baxter peritoneal dialysis cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.